Event description:
The tip of the size 2 broach broke during surgery.

Manufacturer narrative:
Additional narrative: examination of the returned device confirms the reported event. The returned device was forwarded to metallurgy for examination and analysis ((B)(4)). A complaint database search found one similar report against the product/lot combination. The root cause is attributed to low stress, high cycle fatigue. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. Based on the performed investigation, corrective action is not needed at this time. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.